Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient was preoperatively diagnosed with nucleus pulposus l3-l4, l4-l5 and l5-s1. Spinal stenosis l3-l4, l4-l5 and l5-s1. Foraminal stenosis l3-l4, l4-l5 and l5-s1. Degenerative disc and joint disease l3-l4, l4-l5 and l5-s1. Foraminal stenosis left l3-l4, l4-l5 and l5-s1. Central stenosis with spinal curve, myelopathy, radiculopathy and gate disturbance lumbar spine and underwent following procedures: intraoperative biplane fluoroscopy. Left-sided transforaminal posterior inter body fusion l3-l4, l4-l5 and l5-s1. Pedicle instrumentation l3, l4, l5 and s1 bilateral. Posterior spinal fusion l3-l4, l4-l5 and l6-s1. Cage instrumentation l3-l4, l4-l5 and l5-s1. As per op-notes¿ directed anteriorly to the posterior medial aspect of the l3, l4, l6 and ala of the sacrum on the left side. Decortication on lay bone graft bone morphogenic protein with a posterior spinal fusion was achieved through this method. Then the operative cannulas were directed to the facet joints at l3-4, l4-5 and l5-s1. Once decortication of the endplates at l3-4, l4-6 and l5-s1 was accomplished, then insertion of demineralized bone matrix, bone morphogenic protein and cancellous autologous bone at the anterior third of each three disc spaces followed by a 14 x 26 millimeter peek implant, cage design filled with patient's own bone was placed in the intradiscal space at l3-4, l4-5 and l5-s1.¿

Manufacturer narrative:
Two different implant dates were reported to the manufacturer ((B)(6) 2009). The manufacturer is unable to confirm the specific implant date without the patient's medical records therefore the manufacturer is providing both dates as a potential implant date. Concomitant medical products: cage, pedicle screw (implant (B)(6) 2009). (B)(4).

Event description:
It was reported that the patient underwent left-sided transforaminal posterior interbody fusion l3-4, l4-5, and l5-s1, the pedicle instrumentation l3, l4, l5, and s1 bilateral, the posterior spinal fusion l3-4, l4-5, and l5-s1, and the cage instrumentation l3-4, l4-5, and l5-s1 utilizing rhbmp-2/acs. Ten days post-op, the patient underwent a second surgical procedure: the reinsertion of a new left s1 pedicle screw. Reportedly, the patient suffers from ectopic bone growth, chronic pain syndrome, left leg pain, low back pain, left leg numbness, muscle spasms, right foot symptoms, left leg symptoms and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.